Event description:
It was reported by service report that the frame at the head end on pt right side of bed was bent downward. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Bed frame was bent. Frame not repairable, recommended be scrapped.